Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The customer reported via phone call that he had a failed battery test on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer was advised to use (B)(4) aaa alkaline battery. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to monitor insulin pump. The customer wants to replaced his insulin pump. The customer was advised that we would replaced the device and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.